Manufacturer narrative:
The insulin pump passed functional testing and was received with normal operating currents. No unexpected off no power or low battery alarm was noted. The pump was received with intermittent button response, due to corroded keypad traces. No button error alarm was noted during testing. The device was received with a cracked case at display window corner, minor scratches on lcd window, broken battery tube threads, broken battery cap, broken reservoir tube lip and hair under lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis. The customer was then hospitalized with diabetic ketoacidosis and high blood glucose of 495 mg/dl on (B)(6) 2015, after she was off the insulin pump for 15 hours. Her symptoms included vomiting. Customer was treated with an intravenous drip and insulin.